Event description:
It was reported the patient experienced a shocking sensation and stated there was a "glitch" in their device the day prior to report. It was stated while the patient was at lunch the stimulation "suddenly became so shocking that it was almost painful." It was noted the patient went home to turn their stimulation down. It was noted their implantable neurostimulator (ins) had been set at 2.45 volts and they turned it down to 2.0 volts and that "helped a lot." It was reported the patient insisted that there was nothing in their environment that might have caused this issue. Additional information from the healthcare provider stated the cause of the event was unknown and no surgical intervention was required. It was reported the patient was seen on (B)(6) 2013 for reprogramming and was doing well. It was later reported the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v850462, implanted: (B)(6) 2012, product type: lead. (B)(4)